Event description:
During the device evaluation, the fiberscope was found to be burned at the distal end. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.